Manufacturer narrative:
Samples were li heparin plasma with a gel barrier that were centrifuged for 4 minutes at 3800rpm. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2011 met specifications. A field service engineer (fse) was on-site (B)(4) 2011 and found flattened peri pump tubing while performing a minor preventive maintenance (pm). All verification testing met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic troponin (accutni) results generated by the access 2 immunoassay system for two patients' samples. No reports of death, injury or change to patient treatment have been reported in connection with this event.